Event description:
Rn was in pt's room and heard alarm sounding. Nupulse was not inflating and deflating at this time, rn called charge rn. Np was also called to bedside. Alarm on screen was "attention (4). Battery fault." Per nupulse binder, external battery was changed. Device still not functioning with battery exchange. Pt was switched to back up navigation distribution unit. Nupulse now functioning at this time. Pt asymptomatic throughout. Upon assessment, battery life was 6 hrs and 21 mins, external battery was 97% and internal battery was 91% charged. Nupulse hotline called and updated. Rns advised to contact research team- called and aware. She will bring pt's discharge kit with backup navigation distribution unit to bedside tomorrow am. For tonight, md brought back up ndu slated for or case tomorrow.